Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the distal left anterior descending coronary artery with moderate tortuosity and mild calcification. A 3.50 x 33 mm xience xpedition stent delivery system (sds) was advanced with no resistance; however, a shaft separation occurred. As the separation occurred at a point inside the guiding catheter, a balloon catheter was advanced and inflated to trap the separated portion of the sds within the guiding catheter. All devices were then removed successfully from the anatomy as a single unit. The procedure was completed with an additional 3.50 x 33 mm xience xpedition sds. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Correction: implant date - stent not implanted. Evaluation summary: the device was returned for analysis. The reported detachment of a device component was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Given there was no damage noted to the sds during the inspection prior to use it is most likely that the difficulties incurred (noted detachment, kinked and bent hypotube) are due to circumstances of the procedure (manipulation). There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.